Event description:
A (B)(6) male pt's nurse contacted zoll customer support to report that the pt's response buttons were not working. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons defective) was confirmed. Upon evaluation, the rear response button had intermittent functionality and the metallic conductive component was weak. The cause of the intermittent response button function was due to the weak metal dome. The cause of the weak metal dome was unable to be positively identified but was likely due to physical abuse. No adverse event resulted from the defective response button. The pt was provided with a replacement monitor.